Event description:
Fidia received this info from (B)(4) (the united states distributor for hyalgan) on 13-sep-2010: initial and add'l info received from a physician via a (B)(4) sales rep on 07-sep-2010, 08-sep-2010 and from a physician's assistant on 09-sep-2010: within the last four months (2010), a patient received hyaluronate sodium (hyalgan) and experienced a syncopal episode, immediately after the injection. No further relevant info reported.

Manufacturer narrative:
Pharmacovigilance comment: this case lacks sufficient clinical info (e.g. Patient's demographics, complete details of the event, therapy dates and dosages of hyalgan, complete medical history including drug allergies in the past, concomitant medications, etc.) For a proper medical and causal assessment. Additional info has been requested.